Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump got failed battery test. The customer¿s blood glucose level was unknown. Troubleshooting was performed for failed battery test and noticed that the failed battery alarm reoccurred. The insulin pump will be returned for analysis.